Event description:
The ventilator in question was plugged in and turned on but not on a pt. The power cable exhibited small sparks inside the cable near the prongs that connect to the wall outlet. This occurred whenever the cable was manipulated. This also caused the vent to lose ac power and switch to battery.